Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported torn clip cover and the reported difficult to remove the cds from the sgc, as minor resistance was observed when the clip came into contact with the soft tip during the removal. The reported positioning failure-leaflet grasping-clip not implanted could not be replicated in a testing environment, as these issues were likely related to patient/procedural conditions or operational circumstances. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on information provided, the reported positioning failure-leaflet grasping appears to be related to procedural conditions. The reported difficult to remove the cds from the sgc was due to procedural conditions. The reported torn clip cover was a cascading effect of the reported difficult to remove the cds from sgc. The observed bent gripper arm is likely due to the trouble shooting efforts when the clip was advanced to disengage from the sgc (procedure conditions). There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4+, and prolapsed posterior leaflet. A transseptal puncture (tsp) was performed, but resulting with severe aorta hugging, and limited height. A mitraclip xtw was prepared per the instructions for use (IFU), was inserted and grasping was performed. However, difficulties positioning the clip occurred, and the leaflets were unable to be grasped. A decision was made to remove the clip. However, while withdrawing the clip, one of the clip arms became trapped at the entrance of the steerable guide catheter (sgc). To disengage the clip from the sgc, an attempt to advance the clip was made, causing the clip to become damaged. The clip was ultimately removed from the patient. One clip was then inserted and deployed on the mitral valve, reducing mr to trace. There were no adverse patient effects and no clinically significant delay in the procedure.